Manufacturer narrative:
H6: ventec downloaded the device's electronic records for analysis and was able to confirm that multiple "system fault" events had been logged by the device, however, there was no evidence that an unexpected loss of power or reboot had occurred. Ventec evaluated the device but was unable to duplicate any "system fault" conditions, nor was ventec able to duplicate any unexpected losses of power or reboots. As a precaution, ventec replaced the control board. Proper device operation was observed through functional and performance testing. The cause of the reported issue could not be determined.

Manufacturer narrative:
H6: ventec will perform an evaluation of the device. A follow-up report will be submitted when the investigation is complete as defined by 21 cfr 803.56.

Event description:
It was reported to ventec that the device alarmed "system fault" and then unexpectedly rebooted by itself. There was patient involvement associated with the reported event; however, there were no reports of patient harm as a result of the reported issue. No further details about the patient or the event were provided. Ventec has reached out to the reporter in order to obtain additional information, however, no response has been received.